Manufacturer narrative:
A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombus is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
After successfully implanting the device into the aneurysm, final angiography revealed two tiny media artery branches were occluded by thrombus and thrombus was observed at the neck of the aneurysm. Reopro was administered and angiography taken ten minutes later revealed reperfusion of the branches. The patient was given a further dose of reopro over six hours. The thrombus was reported to be fully resolved with no clinical consequence to the patient.

Event description:
After successfully implanting the device into the aneurysm, final angiography revealed two tiny media artery branches were occluded by thrombus and thrombus was observed at the neck of the aneurysm. Reopro was administered and angiography taken ten minutes later revealed reperfusion of the branches. The patient was given a further dose of reopro over six hours. The thrombus was reported to be fully resolved with no clinical consequence to the patient.